Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that routine anterior and posterior circulation anterolateral angiography confirmed that the aneurysm was at the bifurcation of the left brain that had ruptured and had hematoma. The microcatheter was advanced to the aneurysm, and the physician started operating the coils. The last 2- 4 coils were released, and 2-4 coils were successfully taken out of the body with a self-made snare. There was no additional injury to the patient. Postoperative anterior and lateral angiography and 3d reconstruction were taken, and the surgeon ended the operation. A continuous flush was used during the procedure. Ancillary devices included an echelon 10 catheter.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the axium coil prematurely detached during delivery. The patient was undergoing surgery for treatment of an amorphous, ruptured aneurysm at the bifurcation in the left side of the brain with unknown size, vessel tortuosity, and blood flow. It was reported that in emergency surgery, the axium coil was selected as the last filling coil, but it automatically detached itself before filling. The physician used a self-made capture device to hook the detached coil out of the patient's body. It was unknown if there was any friction/difficulty during delivery, if the coil was repositioned or if the pushwire had been rotated. There was no damage to the pushwire observed, and no detachment attempts were made. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event.